Event description:
Since one day post-implant, an increase in threshold was observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The reported field experience was confirmed. A thick layer of medical adhesive on the helix was observed which could have contributed to varying thresholds. No further damage was observed except that which occurred during the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.